Event description:
The manufacturer received information alleging a ventilator's tidal volume was inaccurate. The device was not in patient use. The repair has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A correction to h10 was made and should be: the manufacturer previously received information alleging a ventilator's tidal volume was inaccurate. The device was not in patient use. The ventilator was returned to the manufacturer service center for evaluation and the customer's complaint was unable to duplicate the failure of the system board and flow sensor and system board and unable to duplicate the failure of final test active exhalation verification of the machine flow sensor,sytem pca and flow sensor was scrapped. There were no errors found.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a ventilator tidal volume was inaccurate related to a ventilator's sound abatement foam. The ventilator was returned to the manufacturer service center for evaluation and the customer's complaint was unable to duplicate the failure of the system board and flow sensor and system board and unable to duplicate the failure of final test active exhalation verification of the machine flow sensor, system pca and flow sensor was scrapped. There were no errors found.